Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery. An opticross hd imaging catheter was selected for the ultrasound examination of the target lesion. During the preparation, the ultrasound machine showed bubbles that had not been discharged completely, and the tip of the catheter was kinked. The procedure was completed with a different device. The patient condition following the procedure was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).